Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, a bleeding was found in the venous site of the luer adapter. The catheter was repaired, but did not use the repair kit. There was a leak at the luer adapter, and cracked was also observed at the venous luer adapter. The catheter has been in place for 10 days. There was nothing unusual observed on the device prior to use. Flushing was done prior to use with normal results. There were no cleaning agents used on the device. There was no excessive force used on the device. As a remedial action, the luer adapter was replaced. Blood transfusion was not required due to the event. The treatment proceeded and was completed. There was no reported patient injury.